Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). The user reported that their tests did not produce a control (ctl) line or any test (a, b, cov) lines. They confirmed that they performed the test procedure correctly. Purchased from cvs.